Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 500 mg/dl and an insulin injection was administered. Ketone level was high. Customer went to the emergency room (ER) and was another insulin injection was administered. After a few hours, customer left the ER; bg was 230 mg/dl. Upon follow up, customer reported that the insulin was found to be ¿bad¿ and was cause of event.